Event description:
On (B)(6) 2009 the pt was implanted with two gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2012, a computed tomography angiogram revealed a type 11 endoleak originating from a branch off the hypogastric artery and approximately 6mm of aneurysm growth. On (B)(6) 2012, the physician attempted to coil embolize the pt's hypogastric artery but the attempts was unsuccessful due to the pt having very tortuous anatomy so the physician was not able to implant the coil. The procedure ended and the pt tolerated the procedure. The physician is taking a wait and watch approach.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. According to the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and area instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Please note additional devices implanted and related to this event: (B)(4).